Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up experiencing pectoral stimulation. Upon device interrogation, the right atrial lead exhibited low pacing impedance in bipolar configuration. On (B)(6) 2016, during lead revision, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient's condition was stable there were no complications.